Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The production and quality control documentation for lot #y1115, with expiration date 11/2014, was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Event description:
Right knee blowing up [joint swelling]. Case description: spontaneous report was received on (B)(6) 2013 from a physician assistant via sales rep regarding a (B)(6) female pt, initials (B)(6). The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection (route and dosage regimen not provided) into right knee. On unspecified dates, the pt's right knee was "blowing up" after receiving the first and third synvisc injections. Her blood work was negative for infection. On unspecified dates, her knee was scoped and was treated with cortisone and she was referred to an immunologist. At the time of report, the treatment with cortisone was on-going. The action taken with synvisc treatment was not provided. The outcome for the event was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The relationship between synvisc and the event was not provided by the reporting physician assistant.